Event description:
Hcp reported "pt experienced 'shocking sensation' in back." The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.